Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Product ID: neu_unknown_lead, product type: lead.

Event description:
A patient reported via a family member that they are not completely aware of what they are doing, and apparently pulled leads out and removed all equipment from their body. They are unable to find the device even though they have looked everywhere. The patient noted they only have the remote at this time. The indication for use is unknown.